Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had some motor error and buttons were harder to push at times. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had rejected new batteries and had failed battery few times. The customer also stated that there was crack along the battery cap and near wind reservoir window. The customer also reported that there was small scratches on screen and backlight flickers and also had no delivery alarm. The insulin pump will not be returned for analysis.